Event description:
Customer at the (B)(6) lab experienced product performance issues (high background, low signal) with a10918 lot 1022071 and a10918 lot 1029313 when using secore gssp primer set (catalog # a10918). Gssp primer synthesis errors result in a no type result. Customer complaint # (B)(4).

Manufacturer narrative:
The internal investigation for secore gssp primer set (catalog # a10918) lot 1022071 (source bulk (B)(4)) were confirmed product malfunctions. Root cause is not determined. Probable root cause is primer synthesis error. Product a10918 lot 1029313 (source bulk (B)(4)) were not confirmed and continued to perform to specification. This product does not have a 510 (k) it is self declared in the EU under (B)(4). Lot 1022071 (source bulk lot (B)(4)). Mfg date 07/01/2011. Expiration date: 01/01/2014. This is the initial and final report.